Event description:
A leak to atmosphere from the bottom of the air separator assembly. The air separator was replaced and the assembly returned to the manufacturer for failure investigation. No patient involvement was reported.